Manufacturer narrative:
(B)(4). Batch # m5641e. The analysis results found that the cdh29a device arrived with the safety and the handle damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test was performed due the condition of the device. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a digestive procedure, incomplete stapling during the transanal anastomosis. The donut was incomplete. Resection and a new anastomosis was performed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.